Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with not buttons response due to corroded keypad trace. Unable to confirm the motor error alarm or performed the displacement test due to the keypad anomaly. The motor passed the motor test. The device had scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and protruded/loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.